Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the patient experienced a pocket hematoma, active bleeding from the incision site and persistent fluid  leakage from both wound corners. Medications were administered and surgical intervention using a scalpel and electrocautery to remove partly coagulated blood was required. Pressure dressing was also applied and the incision was cleansed with an antiseptic sterile glue  applied to both left and right corners of the wound. Following the pocket irrigation, the implantable pulse generator (ipg) system was placed in an antibacterial absorbable envelope. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.